Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient reveived inappropriate therapy for non-ventricular rhythm. The event was resolved with medication. The device remains implanted.